Event description:
Shortly after initiation of hemodialysis treatment a leak was noticed at the fistula needle luer connector. Ebl = 200-300 cc. Pt briefly lost consciousness; 2 units blood, 200 cc saline, 100 units albumin were administered to pt. A new needle was then inserted to continue treatment.